Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that a leak was observed on the catheter where the distal and proximal ports are joined (junction hub level). The device was sent to the bacteriology department as the punctured point at the central venous level was inflamed. Testing revealed no germs, but did reveal traces of contamination.